Manufacturer narrative:
B4: (B)(6) 2021. The authorized service personnel (asp) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty blower assembly. The asp replaced the blower assembly. The device passed all performance verification testing.

Event description:
It was reported to philips that the device was making a strange noise. The device was not in clinical use at the time of the event. There was no report of patient or user harm.